Manufacturer narrative:
An event of paravalvular leak, ventricular fibrillation, mitral valve regurgitation, hypotension, and non-specific EKG changes during an implant procedure was reported. Information from the field indicated that the valve appears to be sized correctly based on provided valve area and valve perimeter, but not by ascending aorta diameter. Information from the field also indicated that the implant depth was 3mm from the non-coronary cusp, there was severe calcification in the ascending aorta, and a large amount of calcification in each leaflet. No information was received regarding deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in (B)(6) 2023, the patient was brought to the emergency room in a state of shock, and a balloon aortic valvuloplasty (bav) was performed multiple times with percutaneous cardiopulmonary support (pcps) inserted. On (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had a significant past medical history of severe mitral regurgitation, so this procedure was reported to be high risk. The navitor valve was selected due to calcification and low ejection fraction (ef) of 45%. The minimum vessel diameter at the access site was 4.6 mm. There was severe calcification in the ascending aorta from just above the sinus of valsalva (sov). There was a large amount of calcification in each leaflet. Due to risks from cardiac function and anatomy, the procedure was performed without another prebav (pre-implantation balloon-aortic valvuloplasty). At approximately 40-50% valve expansion, there was change in electrocardiogram (ECG). Just before 80% expansion the ventricular tachycardia (vt) changed to ventricular fibrillation (vf). Bosmin (epinephrine) was administrated, and the navitor valve was quickly implanted without any movement. There was no movement for the mitral valve leaflets or ventricular septum. Pcps was inserted because circulating blood volume could not be maintained, and blood pressure was dropping. Direct current (dc) was performed every time patient went into vf, but the improvement was temporary and left ventricle become swollen, so impella heart pump was inserted. The movement of the mitral valve and wall motion was gradually recovered, and the flow was maintained. Bosmin was administered every three minutes multiple times, and dc was administrated multiple times due to arrhythmia. Amiodarone was also administered. The patient received (B)(4) units of red blood cell (rbc) transfusion during procedure. The blood pressure was recovered, and valve evaluation was performed. Impella heart pump was inserted and a moderate to severe paravalvular leak (pvl) was observed at 1-3 o'clock and 7 o'clock. Post bav was performed twice using a non-abbott balloon due to diastolic dysfunction. Pvl was decreased to mild to moderate (1 o'clock, 7 o'clock), and impella was reinserted. The waveform showed that the patient's own pulse had resumed and that the flow had been maintained. The final implant depth of non-coronary cusp (ncc) was 3mm and the left coronary cusp (lcc) was 3mm. The procedure was completed. The patient left the catheter room with the imeplla implanted. The patient sent to the intensive care unit (ICU) and reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.